Event description:
A physician reported that tip of ophthalmic forceps could not open and close during insertion. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release the sample was received with inner blister, outer blister and without cover foil. The sample showed no macroscopic signs of damage. The sample showed no signs of surgery residues and was returned in a opened status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally tested. It was noticed that the forceps can open and close. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).